Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. Subsequently, a cartridge alarm 20 occurred during the load sequence multiple times. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 180 mg/dl.